Event description:
It was reported that this pacemaker system exhibited a low, out-of-range right atrial (ra) pacing impedance measurements, measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were inappropriate atrial tachy response (atr)s due to farfield oversensing. Technical services discussed programming options. The health care professional (hcp) will discuss programming options with the cardiologist. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this pacemaker system had a stored signal artifact monitor (sam) episodes in which the minute ventilation (mv) was disabled. Technical services provided recommendations and programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a low, out-of-range right atrial (ra) pacing impedance measurements, measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were inappropriate atrial tachy response (atr)s due to farfield oversensing. Technical services discussed programming options. The health care professional (hcp) will discuss programming options with the cardiologist. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a low, out-of-range right atrial (ra) pacing impedance measurements, measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were inappropriate atrial tachy response (atr)s due to farfield oversensing. Technical services discussed programming options. The health care professional (hcp) will discuss programming options with the cardiologist. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this pacemaker system had a stored signal artifact monitor (sam) episodes in which the minute ventilation (mv) was disabled. Technical services provided recommendations and programming options. At this time, the system remains in service. No adverse patient effects were reported.